Manufacturer narrative:
Troubleshooting was conducted with the customer, including inspecting the faceplate and back plate for damage; inspecting and cleaning the diaphragm; and disassembling, inspecting, cleaning and reassembling the kit and tubing. The troubleshooting did not resolve the customer's suction issue. The customer was sent a replacement pump, along with pump and save bags and hydrogel pads. Attempts to contact the customer to get additional information have gone unanswered. Based on the results of ca11-001, it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is 0.008% for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2018, the customer alleged to medela llc that she was experiencing low suction on one side with her pump in style breast pump. She additionally alleged that she had mastitis, for which she was prescribed an antibiotic.

Manufacturer narrative:
The device was returned without the customer's parts and accessories and was evaluated on 02/13/2018. The device passed all suction and cycle specifications. Refer to attached evaluation. The customer's complaint of low suction could not be confirmed. [(B)(4)].